Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured, was kinked throughout its length, and the pull wire was retracted out of the pusher assembly distal tip. Based on the reported complaint, this damage was incidental and occurred during packaging for return to penumbra. Due to the returned damage, the device could not be functionally tested for the reported issue. Therefore, the root cause of the reported resistance and coil detachment during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician successfully implanted a ruby coil into the target vessel using the microcatheter. While advancing the second ruby coil into the microcatheter, the physician experienced resistance but continued to advance the ruby coil. While advancing the ruby coil through the mid-shaft of the microcatheter, resistance was encountered, and the ruby coil stopped advancing. The physician then pulled the pusher assembly of the ruby coil back and noticed that the ruby coil had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. It was reported that the ruby coil was flushed out of the microcatheter. The pusher assembly of the ruby coil was reported to be damaged while preparing for return. The procedure was completed using a total of nine additional ruby coils and pod packing coils (packing coil), along with the same microcatheter. There was no report of an adverse effect to the patient.